Event description:
Procedure type: reportedly, the pin on the locking mechanism for the foam collar fell out and the lock fell apart. Surgeon was able to retrieve the pin and a new port was placed to continue the surgery.

Manufacturer narrative:
.